Manufacturer narrative:
Customer is complaining rust on all grater heads. Examination of the returned devices confirms the report. The devices show signs of corrosion. The etched lot codes indicate manufacture dates between 2010 and 2014. Previous evaluation of the (B)(4) product data sheet by a depuy (B)(4) sterilization manager finds the (B)(4) is a high (or alkaline) ph detergent which is above the ph that is recommended in depuy instructions for use (IFU). The high ph will accelerate any oxidation/rusting that will occur. The root cause is attributed to user error through improper cleaning. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining rust on all grater heads.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.